Manufacturer narrative:
Sections with additional information as of 13-oct-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: (B)(6) : user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 08-sep-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 265, 239, 268, 311 and 312 mg/dl. The customer¿s expected am fasting blood glucose test result range is 100-150 mg/dl and expected 2 hour post meal blood glucose test result is 180 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 171 mg/dl using true metrix meter. The product is stored according to specification in the den. The test strip lot manufacturer¿s expiration date is 09/21/2023 and test strips were opened one week prior to call. The meter memory was reviewed for previous test result history: (B)(6).